Event description:
We used an ellume covid-19 at-home rapid antigen test and received a positive result. We then immediately went to an urgent care facility, where we got both pcr and rapid antigen tests, both of which were negative. The at-home test gave us a false positive result. FDA safety report ID# (B)(4).